Manufacturer narrative:
Patient code: (B)(4) - labeled no. Device code: (B)(4) - labeled na.

Event description:
The patient had a cerebrospinal fluid leak. The neurostimulation trial was stopped and everything was removed. The leak was fixed and healed. The patient eventually went on to have a permanent implantable neurostimulator placed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.